Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01722. It was reported that the pt only felt unintended stimulation in a very small area around his groin. He stated that he feels a surging sensation during stimulation. The pt also reported that the ipg pocket site becomes very warm while recharging. The pt denied any falls or recent traumatic events. An x-ray taken showed no anomalies. Follow up on the pt found that his skin at the ipg site was tested with a therma strip and revealed an increase in temperature. The skin over the ipg incision area allegedly gets red during charging. The pt stated that he only feels the warming sensation when charging. The next course of action is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.